Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bypass procedure. During anastomosis of the illiuem, the device had a loading problem. It was reported that it would stick and was unable to fire. The surgical time was extended for 30 minutes or more due to the issue. They changed to a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.